Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device evaluated by bd.

Event description:
It was reported that the blood product was programmed to infuse 310ml. However, 395.9ml was infused instead. There was patient involvement but unknown outcome.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the blood product was programmed to infuse (B)(6). However, (B)(6) was infused instead. There was patient involvement but unknown outcome.

Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported that the blood product was programmed to infuse 310ml. However, 395.9ml was infused instead. There was patient involvement but unknown outcome. Third party bezel found but also after infusion was completed and it went to kvo at 12:08 the infusion was restarted. The nurses that I spoke to on the floor who were familiar with this event stated they thought the saline was open as well as the blood.